Event description:
A customer contacted baxter to report that the home patient went to the hospital for pain at the left shoulder radiating to the front hemithorax and that he had interrupted therapy on the homechoice (hc) due to system error 2240 (air in line) alarm. The patient is not hospitalized. The hp reported encountering several se 2240 alarms.

Manufacturer narrative:
(B)(4). The system error 2240 alarm could not be confirmed and a cause was undetermined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.